Event description:
Consumer reported that the client was asymptomatic, the time of loss in relation to implantation was unknown, primary stability was achieved & osseointegration was not achieved. Consumer reported possible trauma from the implant being "exfoliated after 6 weeks".

Manufacturer narrative:
Consumer reported that the client was asymptomatic, the time of loss in relation to implantation was unknown, primary stability was achieved & osseointegration was not achieved. Consumer reported possible trauma from the implant being "exfoliated after 6 weeks".